Event description:
The cypher stent became dislodged when it became caught on a previously placed stent and was being retrieved back into the guiding catheter. The patient is a male. The target lesion was proximal left anterior descending (lad) artery. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. There was a previously implanted bare-metal stents (bms) (s-stent) in left main trunk (lmt), and in the mid lad (brand unknown) from a procedure, which was performed due to an acute myocardial infarction (ami) (details unknown). Percutaneous coronary intervention (pci) was conducted at a lesion located between a previously implanted bms. A cypher (complaint product: 3.5/23mm) stent was being delivered to the target lesion with no difficulty, for direct stenting, but the cypher became caught on the implanted bms (s-stent). When the stent became stuck, the physician began to pull the cypher back, using excessive force, into the guiding catheter, but the cypher became caught on the distal end of the s-stent. Consequently, the stent dislodged between the distal end of the s-stent at lmt and the proximal end of the mid lad during retrieval. The physician then attempted to retrieve the dislodged stent using a snare, but the dislodged cypher could not be caught, because the guidewire had lost target lesion access during retrieval of the guide catheter. Because the dislodged cypher was lying between lmt, proximal to the originally planned target lesion and the proximal end of the mid lad, the physician decided to place the stent at the site of dislodgement. The dislodged cypher was not fully covering the target lesion, leaving a few millimeters of the lesion uncovered. So, another cypher (3.5/18mm) stent was implanted at the distal end of the mid lad, overlapping the distal end of dislodged cypher. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.